Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec38-i10cf. In the event reported it was stated that image disturbance during angulation. The anomaly was detected in the workshop during inspection process. There was no adverse event reported with this complaint. No additional information was provided.

Manufacturer narrative:
This device is not distributed in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.